Manufacturer narrative:
(B)(4). The air dermatome was manufactured on april 13, 1995 and was over (B)(6) years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by (B)(4) revealed that the motor was okay but the entry calibration was outside specifications. The control bar and thickness control shaft were bent. Prior to repair, the device operated within motor speed specifications. Repair of the air dermatome was performed by (B)(4) which included replacement of the ball bearing, o-ring, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screw, poppet, control bar and thickness control shaft. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be done to try to replicate the reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined. The air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the device makes bad trace, even though the adjustment is ok. No patient involvement. No adverse events have been reported as a result of the malfunction.